Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, tiredness, weakness, diarrhea, and pain. The cause of the peritonitis event was reported to possibly be due to the window being open; however, this could not be medically confirmed. The patient was hospitalized for 13 days for the peritonitis event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from peritonitis. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis (hd) therapy. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).